Manufacturer narrative:
Concomitant product UDI for cuff is (B)(4). Concomitant product UDI for balloon is (B)(4).

Event description:
It was reported that the patient's artificial urinary sphincter (aus) could not be activated by the physician, and the patient experienced recurrent incontinence. A cystoscopy was performed, which revealed no visible leaks in the device. However, a large air bubble was identified in the pump and balloon. Additionally, when the device was cycled, there was no indication of cuff closure. All components were removed and replaced, and a smaller cuff was selected, to properly fit around the urethra. No additional patient complications were reported.

Manufacturer narrative:
Updated: evaluation conclusion codes, field h6; from "cause not establish" to "unable to exclude device problem". Concomitant product UDI for cuff is (B)(4). Concomitant product UDI for balloon is (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. The patient symptom is a known risk associated with this device type/procedure, and it is noted as such as in the instructions for use.

Event description:
It was reported that the patient's artificial urinary sphincter (aus) could not be activated by the physician, and the patient experienced recurrent incontinence. A cystoscopy was performed, which revealed no visible leaks in the device. However, a large air bubble was identified in the pump and balloon. Additionally, when the device was cycled, there was no indication of cuff closure. All components were removed and replaced, and a smaller cuff was selected, to properly fit around the urethra. No additional patient complications were reported.

Manufacturer narrative:
Concomitant product UDI for cuff is (B)(4). Concomitant product UDI for balloon is (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. The patient symptom is a known risk associated with this device type/procedure, and it is noted as such as in the instructions for use. Correction to field h6: patient codes

Event description:
It was reported that the patient's artificial urinary sphincter (aus) could not be activated by the physician, and the patient experienced recurrent incontinence. A cystoscopy was performed, which revealed no visible leaks in the device. However, a large air bubble was identified in the pump and balloon. Additionally, when the device was cycled, there was no indication of cuff closure. All components were removed and replaced, and a smaller cuff was selected, to properly fit around the urethra. No additional patient complications were reported.

Manufacturer narrative:
Additional information: field e1 initial reporter email updated. Concomitant product UDI for cuff is (B)(4). Concomitant product UDI for balloon is (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. The patient symptom is a known risk associated with this device type/procedure, and it is noted as such as in the instructions for use.

Event description:
It was reported that the patient's artificial urinary sphincter (aus) could not be activated by the physician, and the patient experienced recurrent incontinence. A cystoscopy was performed, which revealed no visible leaks in the device. However, a large air bubble was identified in the pump and balloon. Additionally, when the device was cycled, there was no indication of cuff closure. All components were removed and replaced, and a smaller cuff was selected, to properly fit around the urethra. No additional patient complications were reported.

Event description:
It was reported that the patient's artificial urinary sphincter (aus) could not be activated by the physician, and the patient experienced recurrent incontinence. A cystoscopy was performed, which revealed no visible leaks in the device. However, a large air bubble was identified in the pump and balloon. Additionally, when the device was cycled, there was no indication of cuff closure. All components were removed and replaced, and a smaller cuff was selected, to properly fit around the urethra. No additional patient complications were reported.

Manufacturer narrative:
Concomitant product UDI for cuff is (B)(4). Concomitant product UDI for balloon is (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. The patient symptom is a known risk associated with this device type/procedure, and it is noted as such as in the instructions for use.